Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the atrial lead was implanted in the bundle of his. At the time of implant, the patient was in atrial fibrillation and there was no oversensing observed. The following day the patient was in normal sinus rhythm and oversensing was observed on the electrogram. The lead was revised and remains in use. It was also determined the patient needed a device with a feature for atrial blanking periods to help manage the atrial oversensing. The device was removed and replaced. No patient complications have been reported as a result of this event.